Event description:
Pt reported, the check button on the infusion device only works intermittently. Pt stated, she noticed the issue when attempting to deliver a bolus and it didn't go through. Pt reported, she didn't realize the issue until she went to test her blood glucose levels a while later and they were elevated. No blood glucose results were provided. Pt's normal blood glucose level was not provided. Treatment received was not provided. Pt stated, she checked the info and found the bolus was not delivered. Advised pt to check each time to be sure the bolus is definitely delivered. No further info available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.